Event description:
It was reported that the patient right ventricular lead exhibited over-sensed noise. Programming changes were performed. There were no patient consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.